Event description:
Pt was brought into angio lab for aorta r/o with possible angioplasty/possible stent placement. Dr. Tried to place a 6f flexor check-flo introducer sheath (g29982) in the right groin. During this process tip of the sheath broke off in the right groin. Attempted to snare the tip of the sheath with a balloon catheter ((B)(4)). Balloon broke off of the catheter along with the tip of the sheath. After multiple attempts dr was able to retrieve the balloon and the tip of the sheath.